Manufacturer narrative:
Date of event: day is unknown. The lot history record review was not possible since the lot number was not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. Same event as 2029214-2015-00294.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of paraopthalmic internal carotid artery (ica) aneurysm, the physician observed that the proximal pipeline flex did not open completely. The physician completely deployed the device; however, the proximal portion did not open even after it was fully deployed. A balloon angioplasty was performed to open the proximal end. The pipeline flex opened a bit better but did not oppose the vessel wall properly. Aneurysm neck coverage was acceptable, so the pipeline flex was implanted. No patient injury was reported as a result of the procedure.